Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the patient received inappropriate therapy due to a lead anomaly.

Manufacturer narrative:
The complaint was verified in the laboratory. The sensing coil was fractured close to the crimp sleeve of the connector ring as a result of fatigue. The sensing coil was exposed to increased stress and over time, the stress resulted in a fatigue fracture. This damage resulted in an open circuit in the proximal portion of the lead. The distal portion exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.